Event description:
It was reported that pt underwent open rotator cuff repair with insertion of two suture anchors in 06 at surgery center. Pt returned complaining of shoulder pain and returned to surgery for irrigation and debridemeant. During procedure, surgeon noted that one anchor was broken at the first thread below the eyelet. Both anchors were removed.